Event description:
During a routine device exchange procedure, the device lost pacing due to electrocautery and the patient entered asystole. The leads were quickly detached from the device and connected to an external pacemaker to resolve the arrhythmia. A replacement device was then implanted without further complication. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.